Manufacturer narrative:
Per email, doctor was trying to use the cap during a case requiring chemo medication to be inserted into the bladder. After the medication was placed in the patient, the doctor expressed to me that he had quite a lot of difficulty attempting to put the cap in the foley catheter. He said that chemo medication was leaking around the cap also. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email, doctor was trying to use the cap during a case requiring chemo medication to be inserted into the bladder. After the medication was placed in the patient, the doctor expressed to me that he had quite a lot of difficulty attempting to put the cap in the foley catheter. He said that chemo medication was leaking around the cap also.